Event description:
It was posted that the customer was in the emergency room due to low blood glucose of 53mg/dl. The caller stated that they had stopped for the night, had dinner and went to sleep. The customer got up the next morning for breakfast, checked his blood glucose, and then his face went blank and had a seizure. The paramedics gave him glucagon shot, took him to the emergency room, and by the time they arrived to the hospital his glucose level was 140mg/dl. The customer had a cat scan due to falling out of the chair. The mother stated that he took too much insulin for the dinner meal and then the basal through out the night, which caused his blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.